Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the device had generation of black and white noise in the image and at times the image was not displayed. There is no reported harm to any patient or persons.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The devices used in conjunction with this device during the event and event date are unknown.

Event description:
Addendum (B)(6) 2022: there were no error messages received for the event. There is no patient involvement in the event; however, when the event occurred is not known, nor is it known if the device dropped or came in contact with a hard surface or sharp corner.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. The device was evaluated where no abnormalities were found though there were several technical defects such as signs of physical stress, deterioration or breakage of the adhesive due to chemical or physical stress. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.